Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. This report was mailed to the FDA on: 9/4/2007. Additional information was requested and received.

Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a broken haptic was observed on the lens. The incision was enlarged from 3mm to 7 mm to facilitate removal of the lens. Following surgery, the patient developed corneal edema and an increase intraocular pressure. The patient was treated successfully with medications.